Manufacturer narrative:
Date of event: estimated since unknown. Implant date: estimated since unknown.

Event description:
It was reported via social media that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Shortly after the patient suffered a stroke. No additional details are known at this time.